Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. With limited information the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported tissue bridges that could not be separated during pocket creation for a corneal inlay. The surgeon used settings as recommended and the pocket creation appeared to progress normally. When attempting to open the channel for inlay insertion the surgeon was unable to separate the tissue bridges with dissection. The procedure was abandoned. Additional information received reporting the left eye as the operative eye.